Manufacturer narrative:
The device was returned to resmed and an evaluation confirmed the complaint. The battery pack was replaced to address the issue. Resmed reference#: (B)(4).

Event description:
It was reported to resmed that an astral device failed to charge its internal battery. There was no patient harm or serious injury reported as a result of this incident.